Event description:
It was reported that a patient¿s symptoms have returned, following a pump refill ¿thursday¿ ((B)(6) 2015). The patient said that since ¿last night at 11 oclock¿ (2015-01-30) he has been ¿on the floor with everything spasming.¿ the patient noted that he walked with a walker and that his legs have been collapsing about every 3rd step. The patient later stated that in the 3-4 days following the refill he had pain so he went back to the clinic. The patient¿s family healthcare professional (hcp) ¿thought the pump might be malfunctioning.¿ the patient has not heard any alarms from the pump. The patient was redirected to the hcp. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, lot# n181899005, implanted: (B)(6) 2009, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).